Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the medication units were not appearing for the user to pull from pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication units were not appearing for the user to pull from pyxis. A technical support specialist (tss) informed the customer that the application server could not be located in the remote smart service system and requested confirmation that the server details were accurate. The tss accessed the server through the internal management portal and reviewed the medication application and data synchronization logs for the relevant stations, confirming that no errors were present. A medication refill activity report was reviewed, and it was verified that multiple refill transactions had been successfully processed and sent to the stations. The tss communicated these findings to the customer and requested confirmation on whether the issue had been resolved or if further investigation was required. The system functioned as intended after technical support specialist investigated the issue.